Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found low compressor output during tests. Error message code 634 and 77's were observed. To fix the issue, the fse replaced the compressor assembly and calibrated drive,, as well as, vacuum regulators. The fse also verified iabp calibration, and performed all functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported there being condensation build up present in the cardiosave intra-aortic balloon pump (iabp). The customer is unsure of event date; however, there was no patient involvement, and there was no adverse event reported.